Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after switching on, after a few minutes the display of the subject device turns off completely but keep the green light of the on/off button on. There were no reports of patient harm

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to the printed circuit board's expired life expectancy, the supply pressure sensor malfunctioned, and software updates are required. A root cause could not be identified. Based on the investigation results, the most likely cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.